Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leak(s) were discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon clarification from the customer, the bags were not leaking for this specific lot. Therefore, the devices are no longer suspect. Should additional relevant information become available, a supplemental report will be submitted.